Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a functional ECG fall-off test. The cause for the failure was isolated to contamination on components u1, v2 and l1 in ECG c. The contamination caused the components to short and caused the failure. The root cause for the contamination was ingress of an unknown substance. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had was producing adjust belt messages.